Event description:
It was reported that the patient underwent a hip revision approximately three months post-implantation due to dislocation. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). H10: g7 dual mobility liner 54mm I, item: 110024467, lot: 937480. The reported device¿s location is unknown; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.